Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to test using the adc blood glucose meter as when applying the blood sample to the test strip, the meter would shut off. As a result, customer was unable to obtain glucose readings and experienced sweating and loss of consciousness due to hypoglycemia. The customer's wife called for an ambulance and customer was transported to the hospital where he received glucagon, glucosomon (oral glucose), and IV glucose serum for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to test using the adc blood glucose meter as when applying the blood sample to the test strip, the meter would shut off. As a result, customer was unable to obtain glucose readings and experienced sweating and loss of consciousness due to hypoglycemia. The customer's wife called for an ambulance and customer was transported to the hospital where he received glucagon, glucosomon (oral glucose), and IV glucose serum for treatment. There was no report of death or permanent impairment associated with this event.